Manufacturer narrative:
(B)(6). (B)(4). The device was not returned. No conclusions can be drawn.

Event description:
It was reported that, patient underwent anterior cervical discectomy fusion at c4, intra-op, head of the screw sheared off during insertion, the rest stayed in the bone. There was resistance while driving the screw in, doctor forced it and it broke. The plate was "prod" and the doctor was trying to cinch it down by tightening the screw, during this time it was too deep to remove. Patient complications were reported unknown. It was reported that, intra-op, after final tightening the set screw and applying the mas cross link to the set screw, the top set screw was put on. Upon final tightening of that set screw, the connector set screw sheared off underneath. Surgeon put a new set screw at the level above instead. The final tightening was done satisfactorily. The product came in contact with the patient. The product broke and fragment of the product remained inside the patient. The sheared off connector top could not be removed from the patient's body. The broken fragment was secured in the mas head. No patient complications were reported.

Manufacturer narrative:
Image review : intra-op or post-op images are provided. A cervical construct with c3-4 acdf, c5 strut graft and c6-7 acdf is present. There is a loss of cervical lordosis with a straight to slightly kyphotic angle. At c4-5 a lordotic plate was used and does not match the contour of the spine. In the ap image provided a screw is broken and lateral to the plate. Root cause is surgical technique.